Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. However, the technician at site has replaced the mixer valve assembly and the device functions as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te 231008 (o2 valve leak). O2 leakage with out using lpo connecter. We have selected hpo option in stetting but we get (te-231008). No patient involved.